Manufacturer narrative:
The subject has not returned to omsc but was returned to olympus (B)(6) for evaluation. Olympus (B)(6) checked the subject device and duplicated the reported phenomenon. It was found the converter failure of the power supply unit of the subject device occurred no light of the examination lamp. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. Based on the report of olympus (B)(6), omsc concluded this phenomenon was attributed to the power supply unit failure of the subject device. The failure of the power supply unit or igniter might have occurred accidentally due to aging deterioration based on its manufacturing date and repair history. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that the examination lamp of the subject device could not be lit at preparation for use. The intended procedure was completed with another similar device. There was no patient injury associated with this report.